Event description:
On (B)(6) 2012, the tip of the cable cutter broke during a temporary reduction of proximal femur fracture surgery when the surgeon tried to cut the cerclage wire. The broken tip was enclosed with handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the instrument was in accordance with the manufacturing specifications. Further investigation concerning the hardness parameter met with conformity specifications as well. The exact cause of failure could not be determined and 2.0 mm cables and k-wires must not be cut with this instrument. A review of the device history record revealed that the device was manufactured within its specifications and no complaint related issues were found.